Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and the lowest value recorded by continuous glucose monitor (cgm) was 156 mg/dl on (B)(6) 2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42mg/dl. Cause was not known. Sugar was consumed to treat low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.